Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). A follow up medwatch will be submitted once the investigation is complete and a root cause has been established.

Event description:
It was reported that the disposable cuff was leaking from the port. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Result: no other code available. The device history record (DHR) for the 8 in. (20 cm) single port single bladder disposable cuff, part number 60707500100, review could not be performed as a lot number was not provided for the reported event. On(B)(6) 2018, it was reported from uhs that a 8 in. (20 cm) single port single bladder disposable cuff was leaking from the port l-connection to the cuff. On (B)(6) 2018, a returned product investigation was performed on the 8 in. (20 cm) single port single bladder disposable cuff. The physical evaluation revealed that the returned cuff had a leak at the 90 degree connector and failed the cuff leak test. The results of the returned product investigation have confirmed the reported event. While the returned product investigation confirmed that the 8 in. (20 cm) single port single bladder disposable cuff was leaking, it cannot be determined from the information provided what actually caused the reported event. Therefore, based on the information provided, a specific root cause of the reported event cannot be determined. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.